Event description:
Additional information received clarified that the seizures began 9 days post implant surgery at which time he was rushed to the hospital. It was also noted that the infection was along the electrodes of the lead that was implanted in their brain which then led to the removal of the device. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient's system was explanted due to infection as well as edema at CT, seizures, and altered mental state. The infection was noted during explant of the lead. The skin incision showed no sign of infection. The patient recovered without sequela to date. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).